Manufacturer narrative:
All available information was investigated, and the reported deformed soft tip was confirmed via device analysis. The reported difficult to remove cds from sgc was not confirmed. Additionally, the inner braided shaft was observed to be peeling. The reported failure to advance and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported failure to advance was due to procedural circumstances. The reported difficult to remove cds from sgc was likely related to the reported improper or incorrect method or procedure. The reported improper or incorrect procedure or method was associated with the user not straightening the guide prior to retracting the clip into the guide. The reported deformed soft tip was a cascading event of the reported difficult to remove cds from sgc. The cause of the observed peeling inner shaft was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. After the steerable guide catheter (sgc) crossed the septum, it was determined that the transseptal height was too low. When attempting to withdraw the clip delivery system (cds) into the sgc to optimize transseptal access, there was significant resistance. Troubleshooting was performed by advancing, opening, and re-closing the clip. The cds was able to be withdrawn into the sgc. Outside of the anatomy, suspected deformation was noted on the distal tip of the sgc. After reperforming transseptal access, a new sgc and mitraclip were used to successfully complete the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported deformed soft tip was confirmed via device analysis. The reported difficult to remove cds from sgc was not confirmed. Additionally, the inner braided shaft was observed to be peeling. The reported failure to advance and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported failure to advance was due to procedural circumstances. The reported difficult to remove cds from sgc was likely related to the reported improper or incorrect method or procedure. The reported improper or incorrect procedure or method was associated with the user not straightening the guide prior to retracting the clip into the guide. The reported deformed soft tip was a cascading event of the reported difficult to remove cds from sgc. The cause of the observed peeling inner shaft was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.